Event description:
Two bed fibers.

Manufacturer narrative:
Conclusion: the complaint investigation confirmed the sheath melted. During the evaluation of the returned sample, the sheath was burnt at the 2 cm marking. The fiber tip is at the melt mark. No other defects were observed. The rfid chip was read confirming that the issue was not with the rfid chip. The exact cause of the complaint is unk. It is possible that sheath melted because the fiber tip was pulled back into the sheath or due to a small crack in the laser. Production records for the possible lot were reviewed and indicated that all shipped products were manufactured in compliance with applicable specifications. This type of complaint will continue to be monitored for trend. No further action required at this time. Frequency has increased but the severity of this event is not greater than usual.